Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer had not reported the symptoms and treatment. Customer¿s blood glucose level was advised as 230 mg/dl. Customer declined troubleshoot for high blood level. Customer stated that she is getting no delivery during basal and bolus. Customer was assisted troubleshoot for no delivery alarm. Customer was assisted in performing a 5.0 unit fixed prime and customer states the insulin exited. : customer stated that they took the site out and saw that the cannula was bent. Customer stated that the cannula, she is using the inserter is bending. She states that she is not getting insulin and blood glucose level is high. The pump is also alarming no delivery and reported that the bent cannulas has happened 6 times. Customer was assisted troubleshoot for bent cannula. Customer reports the infusion set cannula is bent and the site was at 4 abdomen 2 may have been hip / love handle area. Customer wants to try the set with the longer cannula. Customer declined troubleshoot for high blood level. The product was not returned for analysis.